Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of had double ring in the image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and tube had white foreign material. Based on the results of the investigation, the probable root cause of had double ring in the image was due to adhesive peeling around objective lens. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. It is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had double ring in the image. The issue was found during maintenance. There were no reports of patient involvement.